Event description:
"Dr (B)(6) had a problem with an evolution covered in 10 4: defective stent, please renew it and do not charge us for it, order (B)(4). The stent is available at the pharmacy if needed." Rep confirmed lot 1894175 on the email is not complaint, it is regarding a product that the pharmacy lost. They will write desterilized on the order (B)(4). "As per cc form": impossible to remove the safety wire during the deployment from the stent , impossible to release the stent a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal: during while removing the safety wire. 2. What endoscope type and channel size was used? Olympus 4,2 mm. 3. What was the position of the elevator? N/a. 4. Details of the wire guide used (diameter, type, make)? Olympus wire. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? N/a. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? I don¿t know. 2. Where was the stricture located in the body? Bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? No. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify. 3. Was the directional button pressed during use? Yes. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: 1. Are images of the device or procedure available? N/a, yes, no. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning?

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 10-mar-2022.

Manufacturer narrative:
The device evaluation for evo-fc-10-11-4-b of lot c1876623 was complete on 10th mar 2022. On evaluation of the device the stent was fully deployed on return and still attached to the safety wire. Safety wire is in place on return. Red marker is at 7th dimpling. No resistance observed on removal of safety wire, and stent detached from safety wire as intended. Handle actuating as intended. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1876623 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1876623 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user : ¿¿ when stent point of no return has been passed , disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing stent deployment difficulties. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the customer it was impossible to remove the safety wire during the deployment from the stent, impossible to release the stent. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing stent deployment difficulties. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28jan2023.